Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with lumbar canal stenosis underwent l3/4 posterior lumbar interbody fusion. Intra-op, after inserting a cage at l3/4, the cage was broken near the insertion point of the vertebral body, when hammering was done at l4/5. Product came in contact with the patient. No patient complications were reported. No fragments remained inside the patient.

Manufacturer narrative:
Product analysis: the peek portion of the spacer has broken away from the spacer. There are witness marks on the back side of the spacer indicating that the spacer was impacted. One of the scallops on the peek portion of the spacer is deformed indicating that side of the implant came in contact with bone and was pushed back, causing the ears to bend and that section of the implant to separate. If information is provided in the future, a supplemental report will be issued.